Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible non capture was noted on the right atrial (ra) lead post operatively. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was experiencing pericardial effusion which resulted in non-capture of the ra lead. Drainage was completed and no more issues identified.